Event description:
It was reported review of the electrogram revealed low level, high frequency noise that was inhibiting pacing. It was discussed there was possibility of myopotential oversensing. The low frequency attenuation filter was turned off. Oversensing was still noted, so the physician decreased the defibrillation sensitivity setting. No more oversensing could be detected from coughing or deep breathing. The patient will be monitored with routine follow-up. The patient condition was stable before, during, or after the event.